Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and ketones were present. Insulin injections were administered to address the bg. The customer thought that the site may have contributed to the bg and ketones. A pump system check was performed and no device issue was observed. The infusion set site was removed and no issues were observed. Tandem technical support advised the contact to discuss the event with a healthcare provider.